Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-23048. It was reported the pt experienced ineffective stimulation. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and the leads were explanted and replaced. The pt reports effective stimulation coverage postoperative.